Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose was 425 mg/dl. It was stated that the customer's infusion set had been pulled out, subsequently causing high blood glucose levels. The customer had also been experienced unexplainable low blood glucose. The customer reported having blood glucose of 38 mg/dl previously. The customer declined troubleshooting. Advised customer to contact her healthcare provider. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.